Event description:
Caller reported that cartridge was not fitting properly on pump, suspecting a broken pneumatic tap. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Upon inspection, an o-ring was found on the pneumatic tap, which was removed as per instructions from technical support. The customer successfully reloaded the original cartridge and resumed insulin therapy.